Event description:
Chiller unit inside surgical laser not functioning at the start up. Unaware of pt involvement.

Manufacturer narrative:
Pump failure of the chiller unit has not permitted the start of the laser. Pump has been substituted. Replacement of the chiller fixed the problem.